Manufacturer narrative:
D4 - lot number not known. H4 - no manufacture date because lot number is unknown.

Event description:
During total hip arthroplasty on (B)(6) 2026, a fracture line developed in the proximal femur during broaching. A cable was wrapped to reinforce the bone. The surgeon commented that the fracture was technique related and does not relate to the product.